Manufacturer narrative:
H3: device evaluation: the lens was returned in microcentrifuge vial, with moisture and residue/debris on product. Visual inspection found one haptic torn and broken. Dimensional verification was performed and the lens was found to be in specification. Claim #: (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Date rec¿d by MFR: this product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -12.00/+1.0/092 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to excessive vaulting. The surgeon did not implant another lens. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
B5: per email on (B)(6) 2021, the reporter stated, that "the surgeon has no willingness to implant another lens". Claim#: (B)(4).